Event description:
While doing a laparoscopic supracervical hysterectomy, physician was in the process of cutting with a monopolar loop when the loop broke and struck the colon causing a hole. The case became an open hysterectomy and a general surgeon was immediately called in to fix the colon.

Event description:
Colon resection with colostomy was performed.